Event description:
It was reported that 250 bd plastipak¿ 50ml concentric luer lock syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: liquid on the rubber component for aspiration was found during inspection.

Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, a transparent liquid consistent with the characteristics of silicone is visible on the stopper. A device history review was performed for reported lot 2107092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. DHR from lot 2107092 has been reviewed not finding any annotation or deviation regarding the alleged defect. Upon visual inspection of the picture received, it can be seen a transparent liquid over the stopper with visual characteristics matching with the silicone used in manufacturing process of the syringe. Lubricant is employed during syringe assembly process to lubricate the cylinders in the silicone station. Stoppers silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1 (max.value 0.25mg/cm2). Stoppers are also lubricated by external supplier. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2107092 and found to be within specification. During manufacturing process silicone content tests are done per lot according to procedure pc-017. On checking the results for claimed lots, they are within specification limits according to procedure jg-500 (for 50ml syringes: silicone weight max: 25 mg). According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). While we cannot identify a direct issue, silicone can be visible due to issues related to poor distribution inside the barrel. According to silicone content test performed for lot release an excess of silicone cannot be confirmed. Since manufacturing records established quality and production processes were carried out normally, the excess of silicone noticed by customer may be due to a bad distribution of the material inside the barrel. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 250 bd plastipak¿ 50ml concentric luer lock syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: liquid on the rubber component for aspiration was found during inspection.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 06-jul-2022. H.6. Investigation summary: one photo along with the physical sample was provided to our quality team for investigation. Through visual inspection, a transparent liquid is visible on the stopper. Further evaluation identified the liquid to be silicone which is used during the lubrication process. A device history review was performed for reported lot 2107092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2107092 and found to be within specification. The sample underwent these same tests and verified the product was within the required limits. While we cannot identify a direct issue, silicone can be visible due to issues related to poor distribution inside the barrel.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, a transparent liquid consistent with the characteristics of silicone is visible on the stopper. A device history review was performed for reported lot 2107092, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2107092 and found to be within specification. While we cannot identify a direct issue, silicone can be visible due to issues related to poor distribution inside the barrel. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that 250 bd plastipak¿ 50ml concentric luer lock syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: liquid on the rubber component for aspiration was found during inspection.